Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Testing results with level 2 controls (qc range: 2.7 - 3.3 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.8 inr testing results with lin 3 controls (qc range: 4.1 - 6.8 inr): qc 1: 5.1 inr qc 2: 5.0 inr qc 3: 5.0 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Upon review of the coaguchek inrange meter's patient result memory, only the following values were observed on 22-jun-2021: 3.6 inr at 8:23. 3.8 inr at 8:32. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch field weight: the patient's weight was provided as "14". Units of measure were requested but not provided. Medwatch field occupation: the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when tested with a coaguchek inrange meter (serial number (B)(4)) and an unknown coaguchek device. At 7:19, a sample from the patient was tested using the coaguchek inrange meter, resulting in a value of 2.7 inr. At 9:46, a sample from the patient was tested using the coaguchek inrange meter, resulting in a value of 4.3 inr. At 9:50, a sample from the patient was tested using the coaguchek inrange meter, resulting in a value of 3.9 inr. At 10:13, a sample from the patient was tested using the unknown coaguchek device, resulting in a value of 3.3 inr. The measurement from this meter was used for dosing of the patient's marcumar medication. 1/8 marcumar was taken by the patient. The patient's therapeutic range is 3.0 - 3.5 inr.